Event description:
It was reported that a patient underwent an acdf at c4/5-c5/6. A 42.5mm cervical plate was implanted at the c4-5/c5-6 levels and examined on final x-ray image before completing the procedure. It was noticed on the x-ray that the plate was defective and had pulled apart. The plate was explanted and replaced with another 42.5mm plate. The surgery was completed successfully and no patient complications were reported.

Manufacturer narrative:
Product analysis results: visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals ratchet spring pocket is broken. Optical examination reveals implant end component ratcheting catch features and ratchet spring pocket are plastically deformed, suggesting tensile overload. Observations are similar to tensile overload samples. Bone screw witness marks were noted at the base of the plate on separated component screw holes. Additionally, plate separation occurred intraoperatively during screw placement; testing determined that hyper angulated or off-center screw insertion could result in loads capable of disassembling the plates. This observation, in conjunction with the aforementioned plastic deformation of the mating ratcheting components is consistent with hyper angulated and/or off-center screw insertion resulting in the aforementioned plate disassembly.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.